Event description:
It was reported that a patient underwent an endometrial thermal ablation procedure in 2009. The patient was sent home following a short recovery but she complained of cramping. The patient called two days later with complaints of a fever of 101.9 and lower back pain, urinary frequency, urgency, and dysuria. The patient was given cipro 500mg bid for ten days and pyridium 200mg tid for three days. A few days later, the patient was afebrile, feeling better but was having some vaginal drainage. There was a small open indentation at 12 o'clock on the anterior cervix which the surgeon attributed to the allys clamp placed for traction during the procedure. A pelvic ultrasound and ua were negative. Two weeks later, the patient had vaginal bleeding and odor. She had completed the cipro as directed. No fever or chills. On examination, the anterior endocervix appeared to be hypertrophic, bulging out, and raw. There was dark blood in the vault. The lesion on the anterior cervix (from the clamp) was unchanged. The surgeon placed silver nitrate on the raw portion of the cervix, cleansed the vagina with betadine and gave the patient estrace vaginal cream to use at night. After two days, the patient was still bleeding and having cramps and some night sweating. Follow up from dr the next day, reported that the patient's lower abdominal pain was worse (on exam as well) and she was having a foul serous bloody discharge. She was admitted for tests and IV antibiotics. She was very uncomfortable. The next day, the patient's lower abdominal pain was worse (on exam as well) and she was having a foul serious bloody discharge. The patient was admitted to the hospital for tests and IV antibiotics. A day later, the patient was in the hospital with normal white count and afebrile. Sonogram shows endometrium, a small amount of fluid in the cul de sac, and a small ovarian cyst. The surgeon believes these are normal findings post-ablation. The patient now complains of some difficulty urinating and an abundance of foul vaginal discharge. She is on mefoxin and doxycycline. The ultrasound and cystogram were all normal. She has remained afebrile. One culture showed bacterial vaginosis (not found previously) so the surgeon started the patient on flagyl as well. The patient was feeling much better after three doses of the flagyl. The patient was sent home the next day on keflex and flagyl. The only thing that grew out was the gardnerella.

Manufacturer narrative:
Cramping, dysuria, infection. No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.